Event description:
A neurology office reported to our country representative in the (B)(6) that they had a vns patient who was experiencing an increase in seizures during last 3 months. It is not known if the patient's seizures are above or below their pre vns implantation rate. Nor the relationship to their vns. It was additionally reported that their magnet is not working very well anymore. The patient is having decreased feeling of stimulation with their magnet. An estimated battery life calculation was performed and showed the generator to have approximately 4.54 years till end of battery life. (B)(4) attempts are being made for further details. Thus far no further information has been attained.